Manufacturer narrative:
G4: 12jan2021. B4: 18jan2021. The customer reported that replacing the touchscreen resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16dec2020.

Event description:
The customer reported the touchscreen is not responding and the touchscreen will not calibrate. There was no patient involvement. The remote service engineer advised the customer to replace the touchscreen.